Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the preclose technique prior to a thoracic aortic aneurysm (taa) procedure. The arteriotomy was 6fr in both arteries. Reportedly, a cuff miss occurred with the second proglide placed in the rcfa. An additional proglide device was used for successful suture placement using the preclose technique. A proglide device was attempted in the left common femoral artery (lcfa) using the preclose technique; however, no suture was present. Two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 9fr and 22fr for the rcfa and a 12fr for the lcfa and the taa procedure was completed. Hemostasis was achieved in both the rcfa and lcfa using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.